Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil (subject device) was detached into the aneurysm, but the coil broke apart and the broken coil portion was retrieved along with the microcatheter. The remaining coil was filled into the aneurysm. There were no reported clinical consequences to the patient.